Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump and changed out the reservoir three times. Troubleshooting could not be performed as the customer believed she had resolved each no delivery alarm. The alarms had occurred during priming and a bolus delivery attempt. Her blood glucose was 298 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.